Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as spinal pain. It was reported that the patient had an MRI. The procedure was not due to a problem with the device or therapy. The lumbar scan was for low back pain. It was unknown if the symptom was related to the device or therapy. The event date was unknown. There were no further complications reported at this time. Additional information was received from a healthcare professional (hcp) regarding a patient who was receiving saline, unknown concentration at unknown via intrathecal drug delivery pump for spinal pain. It was reported that the patient told him there was saline in the pump for the past 2-3 years because "it was not working", increased pain. The patient told her that the hcp was going to go back to drug therapy in the future. Caller had no further medical history. No further complications were reported.